Manufacturer narrative:
(B)(4): it was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that the patient underwent mesh removal/revision on (B)(6) 2012.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 04/19/2016. (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that the patient underwent multiple trigger point injections with botox on (B)(6) 2012, due to vaginal mesh insertion complications with chronic pelvic pain and penetration of the mesh throughout the pelvic organs. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence.

Event description:
It was reported that the patient underwent a vaginal hysterectomy, uterosacral vaginal vault suspension, anterior posterios enterocyle repair surgery on (B)(6) 2010 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder spasms, urinary problems and infections.it was reported that the patient underwent extensive transvaginal urethrolysis, repair of central defect using vicryl sutures, excision of posterior proximal vaginal wall scar with repair of proximal vaginal on (B)(6) 2013 by dr. (B)(6).

Manufacturer narrative:
.